Event description:
Patient in medical short stay unit for stone retrieval; large (2.2cm) stone in common bile duct; olympus mechanical lithotripter inserted and stone snared; device cable/handle inoperative; unable to crush stone and stone could not be pulled from common bile duct; emergent surgery required.**(family had anticipated that surgery would be necessary if stone could not be removed endoscopically.)